Event description:
The company was informed that the patient had trama over the implant site and developed a seroma. On (B)(6) 2014, the patient was prescribed antibiotics (type unknown). On (B)(6) 2014, the patient was prescribed linezolid (200 mg) and ceftriaxone gram for 21 days. The patient was directed not to use the device from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient was hospitalized and prescribed a second treatment of linezolid (300 mg) every 12 hours for 21 days. The patient was hospitalized from (B)(6) 2014. On (B)(6) 2014, a surgical debridement was performed and the patient was prescribed antibiotics (type unknown). On (B)(6) 2014, the device was exposed and the patient was prescribed a third treatment of antibiotics clarithromycin (250 mg) every 8 hours for 21 days. The device was repositioned and the flap was rotated to cover the exposed area. On (B)(6) 2014, the patient was prescribed clarithromycin 250 mg every 8 hours. The patient continues to be monitored.